Event description:
In 2008, the pt was implanted with gore tag thoracic endoprostheses to treat an aneurysm in the descending thoracic aorta. At about one month later, another gore tag thoracic endoprosthesis was placed to address a distal type I endoleak. The endoleak resolved, and the pt is stable with no further complications.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that this lot met all pre-release specs.